Event description:
It was reported by the rn that there is a constant beep from the intra-aortic balloon pump (iabp). No message is displayed and the reset button does not reset it, however, the pump continues to pump. The clinical support specialist (css) had the rn exchange the pump for another one and send this one to biomed.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.